Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had printer failure. A field service engineer found the printer to be faulty and replaced the printer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when trying to print the recipe, it made a noise, but the print was not correct. There was no data, and only the bd logo was visible. Also, the receipts were cut from the wrong place. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.